Event description:
It was reported that a patient had an ¿advanced evaluation for fecal incontinence¿ and it was noted that she developed an infection at the implant site. It was later reported that the infection occurred several years ago. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that thepatient had the stage 1 lead removed. The patient did not go on to implant. There were no reported complications and the patient was doing fine post explant.

Manufacturer narrative:
(B)(4).